Event description:
Customer states that the needle broke during a dental procedure and was lost in the pt's tissue. At a later date, the needle was located and required surgical intervention to remove.